Manufacturer narrative:
Updated information: d6b explant date added.

Event description:
Clinical rationale: a 63 year old male patient was supported with an impella 5.5 placed pre operatively as part of preparation for imcab surgery. The device was inserted via the right axillary/subclavian artery using a surgical approach. On (B)(6), the purge housing was replaced due to operational needs; however, between (B)(6), a purge pressure low alarm continued to occur at the purge housing location. Standard troubleshooting steps were attempted¿including removal and reinstallation of the purge set¿but did not resolve the alarm. The purge set itself was replaced, after which the alarm persisted. On (B)(6) the purge housing was again replaced, and this intervention successfully resolved the purge pressure drop issue. The reported purge pressure drop alarm was attributed to a malfunction localized to the purge housing. Replacement of the purge housing on (B)(6) effectively resolved the issue, with no patient injury observed and the impella 5.5 remaining functional and in use. If the device is returned it will be evaluated for root cause. The patient remained stable while still supported on the impella 5.5 at the time of reporting.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in d3. Upon review, it was identified that it was inadvertently omitted from the initial report. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of the purge pressure low cannot be established due to a lack of data logs or product returned.

Manufacturer narrative:
B3 and b5 updated after review of the additional information. MFR 1220648-2026-06872 for the pump.

Event description:
Clinical narrative(updated): a 63-year-old male patient was supported with an impella 5.5 placed pre-operatively as part of preparation for imcab surgery. The device was inserted via the right axillary/subclavian artery using a surgical approach. On march 11, the purge housing was replaced due to operational needs; however, between march 11 and march 12, a purge pressure low alarm continued to occur at the purge housing location. Standard troubleshooting steps were attempted¿including removal and reinstallation of the purge set¿but did not resolve the alarm. The purge set itself was replaced, after which the alarm persisted. On march 12, the purge housing was again replaced, and this intervention successfully resolved the purge pressure drop issue. During impella insertion, the subclavian artery around the artificial graft anastomosis site dissected. However, the dissection was not known at this point, and imcab was performed as planned, with the vessel anastomosed using rita. The dissection was discovered during 5.5mm removal, and a stent was placed in the dissected area at the expense of the rita. After impella removal, left-sided hemiplegia appeared, and MRI revealed a stroke. Possible causes include a thrombus attached to the impella pump that dislodged, or the aortic plaque dislodged due to the aortic shaggy condition caused by the removal. The patient survived. The stroke may be related to embolic phenomena associated with device removal, including possible thrombus dislodgement from the pump or aortic plaque, in the context of aortic disease and recent vascular intervention. The vascular dissection may be attributed to surgical manipulation and graft anastomosis during impella insertion and subsequent cardiac surgery. This report is in regards to the purge cassette.